Manufacturer narrative:
Sc-2316-50 sn:(B)(4): device evaluation indicated that the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. The fracture location is 19 cm from the distal end. X-ray inspection confirmed all cables were fractured. There are no exposed cables at the clik site fracture. Additionally, visual inspection revealed that the lead body was cleanly cut at 7 cm from tip of proximal end and the cables are exposed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. The fractured cables resulted in the reported high impedances. Sc-2316-50 sn: (B)(4): device evaluation indicated that the complaint has been confirmed. Visual inspection found lead body was bent/kinked/damaged at the clikanchor site, 1 cm from the set screw mark. The fracture location is 22cm from the distal end. X-ray inspection confirmed all but two cables were fractured. There are no exposed cables at the clik site fracture. Additionally, visual inspection revealed that the lead body was cleanly cut at 7 cm from tip of proximal end and the cables are exposed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. The fractured cables resulted in the reported high impedances. Sc-3400-30 sn: (B)(4): device indicated that the visual/x-ray inspections and impedance test revealed no anomalies. Sc-4316 ln: 18793167 device evaluation indicated that the eyelets were torn, and there was no missing silicon material.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances were noted. X-ray revealed lead migration. The patient underwent a revision procedure wherein the leads, splitters, and clik anchor were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4). Description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4). Description: infinion splitter 2x8 kit (30 cm) model #: sc-4316 lot #: 18793167 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances were noted. X-ray revealed lead migration. The patient underwent a revision procedure wherein the leads, splitters, and clik anchor were replaced.